Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. Additionally, the rv sensing amplitude had increased from 8.6 to 23.7 millivolts. Additional information received indicates that the noise was easily reproducible and the ra and rv sensitivity was decreased. This product remains in service. No adverse patient effects were reported.